Event description:
It was reported that the nurse tested on the patient's meter and the professional meter and received the following results within 15 minutes: 160 mg/dl (guide) and 78 mg/dl (professional meter).